Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was due to an electrical short caused by gel ingress into the front therapy electrode. The root cause for the gel ingress could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
Upon investigation, belt was unable to complete essential performance testing.